Event description:
Pace medical was notified on march 28, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device to the company stating there was no sensing. Observation could not be duplicated. Device was analyzed and recalibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: unk.